Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted varying r-wave amplitude measurements and oversensing of noise contributing to the delivery of the shock. The s-ICD remains in service and no adverse patient effects were reported.